Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the device channel (all channels) tested positive with pseudomonas aeruginosa less than 25 cfu/endoscope. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the device channel (all channels) conforms to results of revivable micro-organisms (staphylocoques à coagulase negative) 2 cfu/100 ml and 2 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on (B)(6) 2016. The results are conform to french recommendation. Below are information on customers cds checklist: paa_cds machine getinge aer/ewd reprocessor: model name: getinge detergent name: pokayoke disinfectant name: aperlan a+b pre-cleaning: a/w channel, auxiliary water channel, balloon channel detergent used : aniosyme 3x manual cleaning : brush model : albyn medical brush points: instrument / suction channel , suction cylinder , instrument channel port, distal end areas around elevator. Scope storage : hanged horizontal maintenance/scope repair: by olympus the device in rrc (regional repair center) france olympus device evaluation has not yet been received. The evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
A selection was inadvertently made on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."  Upon further inspection, the following issues were also noted: the distal end cap cover insulation was less than the threshold, the charged coupled device (ccd) lens was chipped, bending section rubber glue is white clouded, bending section rubber glue is separated, key top 1 had a pin hole, angulations was less than the specified value, the distal end biopsy channel was incised/cut, distal end worn, and the light guide (lg) lens was scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.